Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. The pt's blood glucose results were 240, 82 mg/dl. Tests were done within 10 minutes with a difference of 87%. Pt did not experience any adverse events. Customer has been cleaning the meter incorrectly and does not have check strips for tests. No further info has been reported.